Manufacturer narrative:
Occupation - the occupation is lay user/patient. (B)(6).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4) using an unknown test strip lot number and coaguchek vantus meter serial number (B)(4) using test strip lot number 34521321. This medwatch will apply to coaguchek xs meter serial number (B)(4) using an unknown test strip lot number. Refer to the medwatch with patient identifier (B)(6) for information related to coaguchek vantus meter serial number (B)(4) using test strip lot number 34521321. Compared meter and laboratory tests were performed with samples collected within 7 hours of each other. The method used for the laboratory testing is unknown. The patient stated that the fluctuating results and warfarin dosages related to measurements with coaguchek xs meter serial number (B)(4) led to her needing to be hospitalized to bridge her therapy with heparin every time her inr was 2.0 inr or below. The patient was hospitalized for heparin bridging on the following dates: (B)(6) 2018 and (B)(6) 2018. The patient stated that she had no adverse health events related to the meter results. No adverse events were alleged to have occurred to the patient related to the heparin bridging. The patient's current condition is fine. The patient's therapeutic range is 2.0 inr - 4.0 inr. The patient's normal warfarin dose is typically 7 mg. To 8 mg.. The patient's normal testing frequency is twice per week when stable. The patient stated that her body reacts quickly to warfarin changes. The patient's warfarin changes based on the meter readings. The patient did not have hematocrit issues and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had changes in diet, new medications, or additional illnesses. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer was did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.